Event description:
It was reported that an ilet pump displayed ¿charge now therapy stopped¿ after at least one hour on the charger during initial training, consistent with hardware battery depletion and a device power/charging malfunction. Investigation included review of the event description and coordination for device replacement. Investigation of this case revealed a suspected failure of the device¿s charging or battery subsystem resulting in inability to recover adequate charge to resume therapy. No clinical symptoms associated with therapy interruption due to loss of pump function reported. Outcomes included the need for device replacement and interruption of insulin delivery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware malfunction related to battery/charging.

Manufacturer narrative:
Device investigation details: the reported complaint was confirmed. Although the device powered on during troubleshooting, the engineering logs indicate that the device was acknowledging charging for 50 minutes and remained at 0% charge. Based on symptoms, this is likely a mainboard issue. This MDR follow up report is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.